Event description:
It was reported to an aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on date unknown. The physician was a trained user of the mynx. It was reported that post procedure, the patient became hypotensive and subsequently needed vasopressors to hold a safe blood pressure due to blood loss (source unk). No other information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the root cause of the reported blood loss could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.